Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.